Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. France. Review of the most recent repair record determined the motor speeds were unstable, the cable insulation was damaged, the reciprocating arm was worn, and a screw was missing. The motor, plug harness, reciprocating arm, and screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the generator does not function. The event occurred prior to surgery. There was no reported patient harm or delay. The evaluation found the motor speeds were unstable. Due diligence is complete. No further information is available at this time.